Manufacturer narrative:
Type 2 diabetic reported that she experienced an abscess at a vgo needle insertion site. She reported that this occurred in (B)(6) 2018. She reported that it was necessary to visit an outpatient clinic. The patient also reported off label use of humulin r in the vgo devices. No further information regarding this event was provided. There is no allegation of device malfunction. The device was not returned for evaluation. All devices are sterilized. Prior to release for distribution. Root cause cannot be determined based upon the information provided.

Event description:
Type 2 diabetic reported that she experienced an abscess at a vgo needle insertion site. She reported that this occurred in (B)(6) 2018. She reported that it was necessary to visit an outpatient clinic. The patient also reported off label use of humulin r in the vgo devices. No further information regarding this event was provided. There is no allegation of device malfunction. The device was not returned for evaluation.

Manufacturer narrative:
Date of event: date corrected. Date of report: date corrected. UDI # provided. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided and the other UDI's are listed here: ((B)(4). Initial reporter corrected. Health professional - no checked. Occupation: non healthcare professional. Device rec'd by MFR: date provided. Type of report: follow up #1. If follow up, what type?: correction checked.